Event description:
The customer reported via phone call that they had a displayable history check failed on startup alarm on the insulin pump while delivering a bolus. Customer also reported a lost sensor alarm. Customer's blood glucose was unknown. The customer was advised to monitor the insulin pump and call back if the alarm recurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.